Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are cracked and blood leaks out with a bd vacutainer® sst¿ blood collection tubes. This occurred on separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: sst tubes arrived cracked. Sst tube cracked, blood seps out of tube into techs hand. Not sure of the product number.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the photo does not depict a crack in the tube, however, it shows that a possible defect could have caused blood splatter. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubes are cracked and blood leaks out with a bd vacutainer® sst¿ blood collection tubes. This occurred on separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: sst tubes arrived cracked. Sst tube cracked, blood seps out of tube into techs hand. Not sure of the product number.